Manufacturer narrative:
Reported event: while switching from the reaming handle to impaction handle, scrub tech pulled back on the silver spring loaded knob on the end effector, the knob got stuck and came off back end of end effector. The impactor handle was securely in end effector, so we were able to complete case, but had to attempt to re-attach the silver knob in order to get the impactor handle off of the end effector. We successfully got it off and have been attempting to put it back together with no luck. Case type: tha visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing. Visual inspection confirms a sheared off 202866 hip release knob. Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 22 devices were manufactured under lot no 19060214 and accepted into final stock on 06/26/14. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19060214 shows 3 additional complaints related to the failure in this investigation the complaint . Pr # (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4). Was initiated based on other complaints reporting this issue.

Event description:
Event description: while switching from the reaming handle to impaction handle, scrub tech pulled back on the silver spring loaded knob on the end effector, the knob got stuck and came off back end of end effector. The impactor handle was securely in end effector, so we were able to complete case, but had to attempt to re-attach the silver knob in order to get the impactor handle off of the end effector. We successfully got it off and have been attempting to put it back together with no luck. Case type: tha

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: while switching from the reaming handle to impaction handle, scrub tech pulled back on the silver spring loaded knob on the end effector, the knob got stuck and came off back end of end effector. The impactor handle was securely in end effector, so we were able to complete case, but had to attempt to re-attach the silver knob in order to get the impactor handle off of the end effector. We successfully got it off and have been attempting to put it back together with no luck. Case type: tha.